Event description:
A pharmacist reported that the knives did not cut well during three surgeries. The surgeries were delayed for only minutes until alternate knives were obtained to continue each procedure. There was no harm to any patient. Additional information has been requested.

Manufacturer narrative:
Samples have been received by manufacturing that have not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).